Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator inappropriately identified ventricular tachycardia as supraventricular tachycardia and high voltage therapy was delayed. Ventricular tachycardia was sustained for eleven hours until high voltage therapy successfully converted the rhythm. Programming changes were made. The patient was stable.